Event description:
On (B)(6) 2023, the egv reportedly dropped from 120 mg/dl to 41 mg/dl in 10 minutes. The bg when the egv was 41 mg/dl was not documented.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On 12/25/2023, the egv reportedly dropped from 120 mg/dl to 41 mg/dl. The bg when the egv was 120 mg/dl was 37 mg/dl. The trend arrows at that time were not documented. The bg when the egv was 41 mg/dl was not documented. It was not documented whether the display device was giving alerts or alarms at that time. The patient passed out and her colleagues called for a rapid response. An unspecified time later, when the patient arrived in the emergency department (ed), the unspecified reading was 37 mg/dl. The patient was treated with 5 amps of d50 and admitted to the hospital. She was discharged the following day. There was no documentation of further medical evaluation or intervention for hypoglycemia with loss of consciousness. At the time of the report, 9 days after the episode, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.